Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 1.7 - 2.5 inr): qc 1: 2.2 inr, qc 2: 2.2 inr, qc 3: 2.2 inr. The maximum difference between measurements was 0 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Upon analysis of the meter memory, the date in the meter was set incorrectly but the last two results were 3.6 inr and 2.6 inr as alleged by the customer.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant results using coaguchek xs meter (B)(4). The customer tested on the meter by fingerstick and received a result of 2.6 inr. They retested within 20 minutes and received a result of 3.6 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer stated they used the same finger for both tests and the blood was not applied within 15 seconds during the first test. Meter was not coded properly during the first test. Customer stated the heater plate was contaminated with dried blood. The customer is not anemic and has no antiphospholipid antibodies. Customer is not on heparin or direct thrombin inhibitors and has had no new illnesses, no diet changes and no bleeding or bruising. The customer states their coumadin dose changes weekly and they started taking zantac two months ago. There was no adverse event. The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.